Manufacturer narrative:
Concomitant product: 429688 lead , implanted: (B)(6) 2013.

Event description:
It was reported that the patient experienced some falls with syncopal symptoms. It was noted that the patient's heart rate was pacing below the programmed lower rate of the implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.